Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support, but customer changed out all pump supplies part way through and the root cause could not be determined. Customer successfully resumed insulin delivery. Customer's blood glucose was 150 mg/dl at time of event.